Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b2, b5, d3, d6b, g1, h1, h6.

Event description:
It has been determined, that the event of capsular contracture did not occur. This record is no longer reportable to the FDA. And will be un-reported.